Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer could not recover. A field service engineer (fse) inspected the drawer and verified all connections, then replaced the inseparable latch to address the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station y2sms cubie drawer failed to stay closed, would not pop open, and after a restart it did not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.